Manufacturer narrative:
(B)(4). During retrospective review, this complaint was determined to be reportable. (B)(4).

Event description:
Procedure: lap chole. According to the reporter, the instrument misfired 2 times and the clip would not release from the jaw. Scrub tech stated, it looked as if the clip did not form on one side. One side began to close and one side did not. Used competitors instrument to complete. No injury.